Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. In 2001, pt's blood glucose was 217, 342 mg/dl. Tests were done 217, 342 mg/dl minutes apart. Pt did not experience any adverse events. No further info has been reported.